Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.4cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was later capped and replaced. Patient was fine after the procedure.